Event description:
As reported by the legal department, the patient underwent an iliac artery stenting surgical procedure(s) with unknown smart control was implanted. Approximately one month following stent placement, the patient was diagnosed with and began to suffer from infection, including, but not limited to, (B)(6), which ultimately resulted in his death, approximately one year after stent placement. Upon information and belief, at the time the product left the control of cordis it was not safe nor sterile but was contaminated with (B)(6) and/or other bacteria.

Manufacturer narrative:
This is the initial and final report for this complaint. Complaint conclusion: as reported the patient underwent an iliac artery stenting procedure(s) in which an unknown smart control stent was implanted. Approximately one month following stent placement, the patient was diagnosed with and began to suffer from infection, including, but not limited to, methicillin resistant staphylococcus aureus septicemia, which ultimately resulted in his death, approximately one year after stent placement. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Infection is a known potential adverse event that may be associated with any invasive, interventional, or surgical procedure. It is unknown at what point and how the patient was exposed to a bacterial pathogen. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. There may be potential patient or procedural factors that may have contributed to the reported event. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.